Event description:
Customer reported a levophed over infusion on a ventilated pt in the ICU. Customer reported the order was levophed 16mg/250ml, titrate 2mcg/min every 5 minutes to keep systolic blood pressure above 100 and map above 65, start drip at 8mcg/min, maximum rate 30 mcg/min. Customer reported the nurse hung a new levophed 250 ml bag and started the levophed infusion via guardrails at 29.97 mcg/min (rate 28.1 ml/hour) on (B)(6) 2012 at 0800. Customer reported the nurse noticed the levophed bag was empty on (B)(6) 2012 at 0930 and the nurse felt an over infusion occurred because the bag should not have emptied this fast with the rate at 28.1 ml/hour. Customer reported the nurse believes the 29.97 mcg/min was programed as intended and they want the pcu and pump module sent in for investigation. Customer reported an increased blood pressure (135/120) at 0900 compared to the blood pressure (103/90) at 0800. Customer reported the blood pressure was 90/73 on (B)(6) 2012 at 1000. Customer reported they notified the doctor once they found the bag was empty and no new orders written. Customer reported a new bag of levophed was not hung until the blood pressure dropped back down to original ordered parameters to start the drip. Customer reported the primary IV set was discarded and no leaks were noted during the infusion. Customer started that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.